Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: snaring of dislodged stent from pt. Device issue: stent dislodgement. It was reported that during the procedure, the mini vision stent delivery system (sds) could not cross the lesion and the stent became damaged. During removal from the pt, the guiding catheter stripped the stent off the balloon. The stent floated down into the pt's leg and was subsequently snared with a filter wire. The pt is reported to be doing fine. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: qa analysis revealed that only the stent was returned. The stent was located in a stent retrieval device and was completely mangled. The retrieval device was located in a competitor's guiding catheter. No other damage was noted. The inner diameter of the tip of the competitor's guiding catheter measured .062". Due to the extent of the damage to the stent, no measurements could be taken. Product performance engineering reviewed the incident info and analysis of the returned device. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, physician technique, and accessory device support. Based on the info rec'd, the inability to cross appears to be related to the moderately calcified and tortuous nature of the anatomy. Additionally, it was reported that the stent became damaged during the attempt to cross. Damage to the stent is often a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. Based on the case description, the damaged stent appeared to dislodge as a result of interaction with the guiding catheter; however, only a limited analysis of the returned product could be performed because only the stent was returned and it was completely mangled and inside a retrieval device. Without the mini vision catheter to examine, no determination can be made as to whether there was a connection between the catheter and the dislodged stent. As part of the product testing prior to release, stent outer diameter is verified and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. In this case, a conclusive root cause cannot be determined for the reported device issues. The lot history record was reviewed and there were no non-conformities associated with this product lot. The MDR is considered closed by the product performance group.